Manufacturer narrative:
13-dec-2024, product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Cheek, bleeding [mouth haemorrhage]. Metal pin that holds the toothbrush head in place went into cheek and pierced it [mouth injury]. Cheek, hurt [oral pain]. Toothbrush head flew off...metal pin located at the end of the handle that should hold the toothbrush head in place, had come off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the metal pin located at the end of the oral-b toothbrush handle that held the oral-b toothbrush head in place came off, causing the oral-b toothbrush head to fly off. The metal pin went into their cheek and pierced it. It hurt and was bleeding. No serious injury was reported. 23-oct-2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3772. The suspect product lot was 3 cb 149 31332. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cheek; bleeding [mouth haemorrhage]. Metal pin that holds the toothbrush head in place went into cheek and pierced it [mouth injury]. Cheek; hurt [oral pain]. Toothbrush head flew off; metal pin located at the end of the handle that should hold the toothbrush head in place, had come off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the metal pin located at the end of the oral-b toothbrush handle that held the oral-b toothbrush head in place came off, causing the oral-b toothbrush head to fly off. The metal pin went into their cheek and pierced it. It hurt and was bleeding. No serious injury was reported. On 23-oct-2024: follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3772. The suspect product lot was 3 cb 149 31332. No serious injury was reported.